Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D4: unique identifier - updated. The device did not return; therefore, product analysis could not be performed. Based on the investigation the reported allegation was unable to be confirmed. Device history record review: a review of the device history record could not be performed since the ship history review was unable to be completed. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off label use or failure to follow instructions. Risk review: a risk review performed for the farawave device confirmed that the event of shock, cardiogenic and death are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. The "cause not established" cause code was selected based on the information provided within the event description. While the outcome in this case was fatal, the patient developed cardiogenic shock within two days following the procedure, representing a severe hemodynamic deterioration that ultimately led to death. Although the physician indicated a possible relationship to the procedure, no specific procedural complication or underlying mechanism was identified to explain the event. Based on the available information, a definitive cause cannot be determined. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a farawave catheter was selected for use. The procedure was performed on (B)(6) 2026, and the patient expired on (B)(6) 2026. The physician assessed the death as possibly related to the procedure but not related to any device. The physician identified cardiogenic shock as the primary cause of death.

Event description:
It was reported that a farawave catheter was selected for use. The procedure was performed on (B)(6) 2026, and the patient expired on (B)(6) 2026. The physician assessed the death as possibly related to the procedure but not related to any device. The physician identified cardiogenic shock as the primary cause of death.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.